Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl. The customer's mother stated that the customer was sick and she called the doctor for monitoring the issue. She noted that the sensor glucose and blood glucose readings were almost identical. The caller advised that if the customer had a virus and her condition did not improve that she would go to the doctor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.